Manufacturer narrative:
B5: it was further reported the transfer set was soaked in alcavis. H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. The event was further described as, ¿the end of the transfer set was unscrewing from the main body¿. This issue was observed while disconnecting from pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.